Manufacturer narrative:
Spiration reviewed device labeling and device manufacturing record. There were no unusual occurrences observed during the manufacturing of the valve. No deviations or acceptance of non-conforming material occurred. Spiration requested additional information from the reporting institution regarding whether the adverse event was related or not to device and whether it was anticipated or unanticipated. This report is being submitted as an MDR with an abundance of caution. If additional significant information is provided, this report will be supplemented.

Event description:
The following was reported by the doctor and nurse who treated the patient: the valve was placed for patient (B)(6) on (B)(6) 2009 and the air leak ceased on (B)(6) 2009. The patient was discharged to his home on (B)(6) 2009. Since his discharge, he has had recurrent respiratory infections. The patient returned on (B)(6) 2010 to have bronchoscopy and removal of the valve. The bronchoscopy revealed granulation tissue at the site making it difficult to see the valve. After several attempts, the doctor was able to get past the granulation tissue and grab the valve with a rat tooth grasper and remove it. There was no sign of any infectious process at the valve site. The valve was retrieved and the patient tolerated the procedure well. This event was considered definitely related due to the development of the granulation tissue at the valve site and possibly related for the infection. Subsequent to the valve removal, the recurrent infections have ceased. This risk is expected as it is listed in the patient brochure.